Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated on the same day the sensor was inserted, the sensor was removed, and she noticed the sensor wire was not showing at the bottom of the sensor pod. They consulted a pediatrician on (B)(6) 2019, and the doctor confirmed that when touching the patient¿s body, a foreign object was palpable at the sensor insertion site. Further contact was made with the patient¿s mother by dexcom¿s medical safety on (B)(6) 2019. She indicated there were no signs of pain or inflammation; however, the patient was sensitive to touch at the site. At the time of further contact, the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.